Event description:
A customer reported observing biased ammonia quality control results. Bias of this magnitude and direction may result in inappropriate physician action. There was no report of pt harm as a result of this event.